Event description:
It was reported to philips that the system would not boot up successfully. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the device onsite and replaced the flexvision pc and after the replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse identified that the flexvision pc was defective. The fse replaced the flexvision pc, reloaded the software, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.